Manufacturer narrative:
Continuation of medical devices: dtbb1d1 ICD implanted (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead showed oversensing on the electrogram. Two remote transmissions were sent in after the observation of oversensing and the reports showed no recurrence of oversensing on the atrial lead. The lead is still in use. No patient complications have been reported as a result of this event.